Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal flex sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but is not limited to vascular trauma .

Event description:
The following information was reported to gore: on (B)(6), 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm using gore® excluder® endoprostheses and gore® dryseal flex introducer sheath. After all stent grafts were implanted, sheath angiography for distance measurement of the distal right ipsilateral leg identified a minor dissection in the right external iliac artery. To treat the dissection, an additional stent (e-luminexx 14mm x 60mm) was implanted in the right external iliac artery. The patient tolerated the procedure. The physician reportedly stated as below: I think that stress was applied to the external iliac artery by the sheath when the device was raised and lowered or pushed up during the implantation of the trunk - ipsilateral leg endoprosthesis.